Manufacturer narrative:
Investigation of the cannula assembly did not find the soft cannula bent, kinked, or damaged. The downloaded data does not show any timeouts or drive stalls that could indicate the device struggled to deliver insulin. The fluid path was also inspected and no signs of leakage were observed. Further investigation of the device did not find any damages or abnormalities that could cause skin swelling for the user. Thus, the exact cause of the reported swelling could not be determined.

Event description:
It was reported the patient's blood glucose level rose to 300's mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. It was also reported that the pod was leaking insulin and the site was a little swollen.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.